Event description:
It was reported that the pump issued an occlusion alert during a meal announcement, resulting in only partial insulin delivery through a cartridge-to-disposable infusion set; the user reconnected after performing fill tubing until drops were observed and then resumed delivery. Symptoms included interrupted insulin administration without reported adverse clinical effects. Outcomes included restoration of insulin delivery following troubleshooting. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed an occlusion that cleared only after performing tubing fill and reconnection, suggesting flow restriction in the infusion path. It was concluded, based on previously established findings for similar reports, that the event was consistent with an infusion-line occlusion with no reported patient injury.